Event description:
It was reported that an ilet screen was cracked with black lines down the middle while the user was at a friend¿s house, and the user reverted to backup therapy while a replacement was arranged; the user was wearing a dexcom g7 and reported hyperglycemia with a sensor reading of ¿hi¿ lasting approximately seven hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of backup therapy without assistance and no medical intervention or hospitalization. Investigation included device replacement logistics and return of the affected unit. Investigation of this device revealed physical damage to the display consistent with a broken or cracked screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced device damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.